Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was found to be in unipolar mode as it had exhibited a low out of range pacing impedance measurement of less than 200 ohms. Potential t-wave oversensing also observed on the right ventricular channel. No intervention has been performed at this time. The pacemaker remains in service and there were no adverse patient effects reported.